Event description:
It was reported that stent damage occurred. The 99.5% stenosed 34x27mm, eccentric, de novo, target lesion contained a >45 and <90 degree bend and was located in a moderately tortuous and mildly calcified left anterior descending artery (lad). Following the insertion of a 6fr/35 non-bsc guide catheter and a 185 pt2 guide wire, predilation was done with a 1.5x20mm non-bsc balloon catheter, which reduced the stenosis to 43%. A 20x2.50 mm omega¿ bare metal stent was selected for use to treat the target lesion. During the procedure, significant resistance was met while trying to advancing the catheter. The physician then removed the stent and found out that the stent was deformed. The procedure was completed with the implant of a 2.5x18 stent and a 2.75x18 stent followed by postdilation with a 3.0x15 balloon catheter . No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s device.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).